Manufacturer narrative:
The insulin pump was received with no button response, due to corroded keypad traces. Battery out limit alarm, low battery alarm, bolus anomaly could not be verified; displacement, rewind, basic occlusion, occlusion, prime/force sensor system and excessive no delivery tests could not be performed, due to unresponsive buttons. The device was also received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.

Event description:
The customer called and reported the insulin pump alarmed with a battery out limit and the buttons stopped working. Customer's blood glucose was over 300 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.